Manufacturer narrative:
(B)(4). The device history reviews for product visistat 35w 6/box, lot number 73f1500405 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after firing some staples, a staple did not come out and the stapler stopped working. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination revealed that the staples are misaligned. Two of the staples at the patient end of the stapler are misaligned and are therefore preventing the staples from moving down the track. Only six staples remain in the stapler, indicating that approximately 29 staples were fired from the stapler by the customer before the defect. No other defects or anomalies were observed. Reference files pic_anp1900044206 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The trigger was engaged, however no staples would form. The misaligned staples prevent staples from entering the forming tool. The stapler was disassembled and it was confirmed to be assembled correctly. The misaligned staples could not be corrected. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly and the device history record review showed no other remarks: evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The reported complaint of the staples stopped firing was confirmed based upon the sample received. The two staples at the patient end of the stapler were found to be misaligned which prevents the staples from moving down its track. All staplers are 100% inspected at manufacturing for firing at the time of assembly. It cannot be determined what caused the staplers to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Alleged event: after firing some staples, a staple did not come out and the stapler stopped working. The patient's condition was reported as fine.